Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer overestimated the amount of insulin needed to address bg level. Customer consumed glucose tablets and carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.